Event description:
The customer reported the generation of erroneously high ion selective electrode (ise) patient results including sodium (na), potassium (k) and chloride (cl) on their au5800 clinical chemistry analyzer. The erroneous patient results were not reported out of the laboratory. There was no report of change to treatment, injury, or death associated with this event. Customer did not provide patient data or demographics.

Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the au5800 clinical chemistry analyzer and found a defective ise buffer valve and obstructed ise tubing. The fse replaced the ise buffer valve and cleaned the ise tubing to resolve the issue. The fse performed ise calibration, and patient samples, which all passed. Analyzer resumed normal operation. Initial reporter telephone number is (B)(6). The beckman coulter internal identifier is (B)(4).